Manufacturer narrative:
If information becomes available will update accordingly. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that multiple tubing set leaked.

Manufacturer narrative:
The customer¿s report of multiple tubing sets leaking was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small tear at the engagement between the tubing and the check valve¿s inlet port. No other anomalies were observed. Functional testing confirmed leaking from the tubing tear. The source of the leaks for sets 1-2 was due to tubing tear damage. The root cause of the tears could not be determined. A device history record could not be performed due to no lot numbers were provided by the customer.

Event description:
It was reported that multiple tubing sets leaked.